Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose around (B)(6) 2017 with blood glucose of 535 mg/dl at the time of the incident. The customer was at 164 mg/dl at the time of admission, and 431 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as being thirsty and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unable to at the time. The customer also dropped to 50 mg/dl and was vomiting as it was hard to tell how much insulin had been delivered, and how much needed to be given via manual injections. The customer had been using the recalled sets and noticed more no delivery alarms and high blood glucose levels. The insulin pump will not be returned for analysis.